Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the cannula of the infusion set remained inside the patient. The patient had high blood glucose with a result of 18 mmol/l. No adverse event reported. The infusion set was requested to be returned for product evaluation.